Event description:
Patient's guardian reported left side rupture. Patient undergone capsulectomy. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 2 openings assessed as unidentified (tear) opening. (Shell thickness was within specification.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's guardian reported left side rupture. Patient undergone capsulectomy. The device has been explanted and replaced with non-abbvie device.